Event description:
It was reported that a quadrox pediatric oxygenator clotted off after 12 hours of use and another after 16 hours. The patient was then switched to an adult quadrox oxygenator. No patient effects were reported. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The investigation is ongoing. A supplemental medwatch will be submitted when the investigation is complete. The clotting was reported to have occurred well beyond the 6 hours of use, as noted in the indications for use.